Event description:
It was reported the patient's left supra-orbital lead diagnostic revealed high impedances thus causing auto-reducing. Reprogramming was undertaken utilizing the patient's functioning leads. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified lead diagnostics on the model 3169 lead implanted on the patient's left supraorbital quadrant revealed multiple high impedances. The patient underwent surgical intervention on (B)(6) 2016 where the lead was removed and replaced. Therapy was restored and the patient is receiving effective stimulation and issue has been resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.